Manufacturer narrative:
(B)(4).no parts were returned to the manufacturer for physical evaluation.plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A user facility reported an ultrafiltration issue occurred during a patient¿s hemodialysis (hd) treatment. Reportedly, the 2008t hd machine was set to remove 5 kilograms (kg) during the treatment. At the completion of the treatment, the unit indicated that 5,012ml had been removed; however, the patient¿s target dry weight was positive 5kg. When fluid removal was verified using the machine¿s cdx module, it appeared that no fluid had been removed. No device malfunction observed, alleged, or identified during the hd treatment. There were no reported diagnostic messages or audible alarms. Furthermore, the unit passed the pressure holding test prior to the initiation of treatment. There were no adverse patient effects and no medical intervention was required as a result of this event. The patient did not receive any additional dialysis and returned for the next scheduled hd treatment with no ill effects. The patient¿s follow-up treatment was successfully performed with adequate dialysis and uf removal being confirmed. Following the event, the 2008t hemodialysis (hd) machine was removed from service for evaluation. Functional testing revealed the ultrafiltration (uf) pump to be off by a nominal variance (0.3), however, this would not have resulted in the observed discrepancy. The uf pump was calibrated which brought the pump back within the specified range. No other problems were identified and the ultrafiltration issue was not duplicated. Functional testing performed by the biomedical engineer confirmed the machine was operating properly. The unit has been returned to service at the user facility without a recurrence of the event as reported.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. Functional testing from the facility's biomedical engineer revealed the ultrafiltration (uf) pump to be off by a nominal variance (0.3), however, this would not have resulted in the observed discrepancy. The biomedical engineer calibrated the uf pump, which brought the pump back within the specified range. The unit has been returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.